Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with a glucose of 98 mg/dl at bedtime and 54 mg/dl approximately three hours later; the user drank a sugared beverage and glucose rose to 80 mg/dl within 30 minutes. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and instructions to contact clinical decision support to discuss evening settings. Investigation included internal case review. Investigation of this case revealed no device alarms and user behaviors that may affect algorithm adaptation, including no meal announcements and variable eating habits; the algorithm had not yet adapted to sleeping patterns at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.